Event description:
The customer reported via phone call indicating that she had a sensor glucose versus blood glucose differences and sensor. Customer's blood glucose was 227 mg/dl. The troubleshooting was performed for sensor glucose versus blood glucose, the customer was advised and explained how the sensor works in the body and possible cause of it. The customer also reported via phone call the sensor anomaly on the insulin pump. Customer stated that needle hub stuck in the serter. The customer was advised that we would replaced sensor and serter, agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.